Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-nov-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 24-jun-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) there was a pacing problem with no capture after tether removal from the delivery system. The ipg was programmed off and remains implanted. A single chamber ipg was implanted. No patient complications have been reported as a result of this event.